Manufacturer narrative:
Investigation: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. No samples were received from customer complaint, we could not confirm the issue stated by the customer. DHR for lot number 5188845 was reviewed and no issues like the one stated by customer was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd connecta ¿ extension hose. There was no report of injury or medical intervention.